Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the second clip was attempted and unable to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly was stuck into the bushing. Additionally, the distal part of the coil was unraveled, and the dimensional test could not be performed because the clip assembly was stuck into the bushing. No other problems were noted. The reported complaint of clip unable to release from catheter was confirmed since the returned device showed the clip assembly was stuck into the bushing. It is most likely that the physician applied an excess of force in the most distal section causing a soft deployment and at the moment he pulls back the handle the capsule got stuck into the bushing. Also, the coil unraveled might be that an extra force was applied when the catheter was inside the scope. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the second clip was attempted and unable to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.